Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was transported via ambulance to the emergency room (ER) due to a blood glucose level of 21 mg/dl, a loss of consciousness, and a fall resulting in a "broken" lip. The cause for the low bg was unknown. Bg was treated via a glucagon injection, and intravenous saline. Reportedly, the customer left the ER 4 hours later with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.